Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  A manufacturing record evaluation was performed for the finished device 30181721l number, and no internal actions was found during the review. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a middle-aged caucasian patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of the procedure, fluid was noticed around the right atrium and right ventricle with the intracardiac echo (ice) catheter. No effusion was visualized posteriorly. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed to remove 450 cc of fluid from the pericardial space, no fluid reaccumulation was visualized. Patient was transferred to the intensive care unit (ICU) for observation. There¿s no indication that extended hospitalization was required. The patient was reported in stable condition. Transseptal puncture was performed with a baylis transseptal needle, no fluoroscopy guidance was used. The power was applied between 35-45 watts. The physician burned for 8-15 seconds per lesion. The force visualization features used included graph, dashboard, vector and visitag. No biosense webster, inc. Product malfunctions were reported.